Manufacturer narrative:
(Eval method): customer stated they did 102 minutes of fluoroscopy on the pt. System did not malfunction. The cause of the burn was the long time of fluoroscopy. The hospital staff filed an internal report. Note: the indicated importer has received FDA exemption number, (B)(4) to submit on FDA form 3500a to satisfy both the importer ((B)(4)) and MFR ((B)(4)) for the same event. (B)(4).

Event description:
Pt had a long fluoro exam on this x-ray system. He received a burn that was 3 cm x 5 cm.